Manufacturer narrative:
(B)(4). Batch #: v9447u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was received the lower jaw damaged and with the electrode and ceramic detached from the jaw not returned. In addition, it was received with the cable cut off. No functional testing could be performed as the condition of the device returned. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: there is insufficient evidence related to what caused the damage to the electrode and ceramic. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a total laparoscopic hysterectomy, it was found that the jaw was broken after the right fallopian tube resection. The tip of the lower jaw was cracked, and the electrode began peeling off. No pieces fell into the patient. Gen11 was used. However, the issue occurred at the latter part of the procedure, no additional device was used to complete the case. There were no adverse consequences to the patient. No further information is available.